Event description:
Patient came to dr. In (B)(6) 2018 with complaints of ongoing left knee pain for about 1 year. Over the last year with increasing instability, clicking and buckling feeling. Revised to a triathlon knee (B)(6) 2018 with collapsed tibia noted.

Manufacturer narrative:
Reported event: an event regarding loosening involving a scorpio baseplate was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a primary scorpio total knee arthroplasty since I was able to see the failed implant on x-ray. I can also confirm that the patient underwent revision surgery since I was able to review the revision operation report. No post revision x-rays were supplied. Root cause analysis: the root cause of loosening of a total knee implant approximately 12 1/2 years after the initial surgery cannot be determined with certainty. The causes of late loosening include surgical technique factors, mostly in the alignment and positioning and cementing of the implant, possibly infection, although in this case there was no evidence of infection, patient factors including activity level and bmi can play a role. With the information provided, I would not assign any causality to the implant itself. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: confirmation of event: I can confirm that the patient had a primary scorpio total knee arthroplasty since I was able to see the failed implant on x-ray. I can also confirm that the patient underwent revision surgery since I was able to review the revision operation report. No post revision x-rays were supplied. Root cause analysis: the root cause of loosening of a total knee implant approximately 12 1/2 years after the initial surgery cannot be determined with certainty. The causes of late loosening include surgical technique factors, mostly in the alignment and positioning and cementing of the implant, possibly infection, although in this case there was no evidence of infection, patient factors including activity level and bmi can play a role. With the information provided, I would not assign any causality to the implant itself. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient came to dr. In (B)(6) 2018 with complaints of ongoing left knee pain for about 1 year. Over the last year with increasing instability, clicking and buckling feeling. Revised to a triathlon knee (B)(6) 2018 with collapsed tibia noted.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.